Manufacturer narrative:
The serial number is indicated in the range for the synchromed? El pump motor stall due to gear shaft wear (dated 2007), reason for recall has not been confirmed in this device.

Event description:
It was reported the pt had ongoing progressive chronic pain due to "pain pump failure". The pump was replaced. During replacement surgery, the catheter was detached and placed back into the new "catheter" after being emptied. The catheter was filled with 10 cc of solution that had remained in the old pump. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.